Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a syringe of milrinone 1000 mcg/ml containing 2.5 ml was hung and the set was primed with 1.5 ml. The infusion was started a 0.1 ml/hr for one hour, then decreased to 0.05 ml/hr. Approximately four hours after starting the infusion, the pump module read syringe empty. The total amount that should have infused was 0.15 ml; however, the patient possibly received 0.75 ml of milrinone. There was no change in the patient blood pressure and the infusion was stopped for three hours. The extension set received for this event was labeled ¿occluded¿. There was no report of patient harm.